Event description:
As reported per the edwards field clinical specialist (fcs), after deployment of a 26 mm sapien valve in a 29mm medtronic freestyle surgical valve, the sapien valve embolized ventricular. The sapien valve was positioned 60/40 ventricular, but deployed 80/20 ventricular. There was severe central aortic insufficiency (cai) due to both sets of leaflets now functioning because of the "low" placement of the valve. The team decided to deploy a second sapien valve, but as they went across the already implanted sapien, it was pushed into the ventricle. They then decided to open the patient to retrieve the embolized sapien valve and completed a surgical repair with a non-edwards valve. As of a day later the patient was doing well. The surgeon stated the 29 freestyle valve was probably too big for the 26mm sapien valve. He stated that they've successfully done it in the past, but with the previous procedures had calcium on the leaflets. With this patient, there was no calcium on the bioprosthetic valve and therefore, minimal amount of "annulus" for the sapien valve to anchor into.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. The thv training manuals instruct the operator on proper positioning and deployment of the sapien valve within a native aortic valve, including all procedural and anatomical considerations. However, in this case the procedure was off-label as the sapien valve was deployed inside a previously implanted prosthetic valve. The edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for transfemoral and transapical delivery in patients with severe symptomatic calcified native aortic valve stenosis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the event was believed to be related to the little to no calcium on the bioprosthetic valve and therefore minimal amount of "annulus" for the sapien valve to anchor into. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.